Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 79-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage b, with a history of known coronary artery disease. During pci, a hematoma developed around the peel-away sheath in the left groin, approximately the size of a grapefruit. Manual pressure was applied and the hematoma was massaged, but bleeding continued. The patient received four units of blood. The device was removed during a vascular cutdown, and the femoral artery was successfully closed. A new impella device was placed on the right side. Care was later withdrawn, and the patient expired. The reported hematoma and bleeding is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.